Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell, and their stimulation felt different. The rep read the patient¿s battery and contacts zero and nine had shorts. Reprogramming was done and it was reported that the issue was resolved. No surgical intervention occurred, and it was asked but information was not made available as to whether surgical intervention would be planned. It was indicated that the healthcare provider (hcp) had not further information. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.